Manufacturer narrative:
A ge rep evaluated the system and found a jumper wire in the wrong position. The system operates as intended.

Event description:
The customer reported the system displayed generator errors and locked up. No pt injury was reported.